Manufacturer narrative:
The unit was returned to the repair center for evaluation following reports of a "low o2 supply pressure" alarm. Data log analysis confirmed that multiple "oxygen not available" alerts occurred on the date of the reported event. To investigate these triggers, technicians performed a comprehensive diagnostic suite, including a full cleaning, overall unit inspection, and software verification. The device underwent rigorous functional and run-in testing, ultimately passing all performance verification protocols in accordance with philips standards. No hardware or software abnormalities were detected. The investigation concluded that the device performed as intended and was not the cause of the reported adverse event. Clinical review, supported by the hospital¿s medical examiner, confirmed there was no causal relationship between the device¿s performance and the patient¿s condition. Instead, the "oxygen not available" alarms were attributed to a foreseeable, unintentional use error: a failure to ensure an adequate external oxygen supply to the unit. Because the unit met all operational specifications, it has been returned to service. This complaint is currently closed; however, the data will be utilized for ongoing post-market surveillance and risk management to drive future product quality and safety improvements.

Event description:
Philips received a complaint by the customer on the v60 indicating that an "oxygen not available" alarm had occurred. The device was in use on a patient at the time of the reported issue was discovered. Hospital's me, stated that the cylinder became empty when using the v60 device with an oxygen cylinder, and "low o2 supply pressure" alarm sounded. It was reported that an on-site nurse "left as it is or did not notice it", so there was a request for extracting the event log. Per report of the event, the me confirmed that the alarm sounded and wanted to check the devices operation log on (B)(6) 2026, including if the alarm silence button was pressed. It was reported that this event is being treated as an incident in the hospital because the patient¿s condition worsened. The device was reported to have kept operating during the issue. Per report of the event, "from the me side, the log indicates "low o2 supply pressure" alarm was detected, so it is considered that there may have been an issue with the nurse's response, and therefore the situation is believed to not be as a problem with the equipment." Per service manual: alarms, messages, and troubleshooting, low o2 supply pressure is a high priority alarm that that is auto-resettable and silenceable. It occurs when o2 inlet pressure is less than 30 psig and delivered o2 is at least 5% lower than o2 setting. The ventilator continues to deliver as much o2 support as possible, but it ends o2 support when the o2 inlet pressure drops to less than 18 psig. It auto resets when o2 inlet pressure exceeds 23 psig. The recommended actions include: check the patient. Attach to oxygen source with sufficient pressure. If problem persists, provide alternative ventilation. Have the ventilator serviced. Based on the information currently provided and available, device cause and/or contribution to the reported event cannot currently be confirmed, nor refuted, based on the evidence present. Further information is being gathered to disposition device cause and/or contribution to the patient harms incurred.

Manufacturer narrative:
E: (B)(6).